Event description:
The customer reported an intermittent problem with the ma error message. A reboot is required in the middle of a surgical case.

Manufacturer narrative:
Different svc reps worked on this issue. They replaced the hv regulator board, blackplane, ffb, and xray controller. Three weeks later, the problem reoccurred. A rep replaced the generator driver board. The problem returned. An x-ray tube is on order to correct the problem.